Event description:
While using a byte night aligner, patient experience allergic reaction, their symptoms included burning sensation of mouth, gums, tongue, and roof of mouth. Patient was examined by doctor; the patient's reaction is likely caused by the wearing of the aligners. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.